Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male of unknown age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir was reportedly not showing his dose numbers correctly on the display. It was described as the number 2 and 3 only show a dash at the top and bottom of the screen. Clarification was provided that they were missing segments to the numbers. This humapen memoir is associated with pc (B)(4) lot 0805c02. The patient was a trained device operator. The patient had used this device for six weeks to two months and the length of use of the device model was not provided. The return of the device was anticipated. It was unknown if the patient continued to use the humapen memoir. Update (B)(6) 2010: non med sig edit. Upon review removed the verbiage ergo from the narrative.